Manufacturer narrative:
Based on the claim against the product by the customer noting stryker pencil sparked and tip broke off, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and replaced the iesu as a safety precaution due to the incident of spark at the bovie tip. The fse did not find any issues in the activity logs. The customer is sequestering the iesu and completing their own failure analysis. The system was tested and verified as ready for use. Isi received the iesu, however, at this time, evaluation is not yet complete. A follow-up MDR will be submitted post-evaluation and/or if additional information is obtained, the complaint regarding stryker pencil sparked and tip broke off was not confirmed based on the field evaluation. No image or video was available for review. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). . This complaint is reportable malfunction event due to the following conclusion: it was alleged that the instrument sparked. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, the stryker pencil connected to the integrated electrosurgical unit (iesu/erbe) and the stryker pencil it sparked and the tip broke off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the reporter was unable to provide additional information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electro surgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis could not confirm nor replicate the customer reported complaint of the bovie pen sparking and the tip breaking. The iesu was placed on an in-house system, the unit energized, and m-b0-60 error appeared. As a safety precaution the unit will be returned to the original equipment manufacturer (OEM) for further investigation. Visual inspection found the unit was in good condition but did have a scratch on the right back side of the cover.

Event description:
Refer to h10/h11 for follow-up information.